Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the serial plate had damage and the shorting pin was inoperable. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. The device was returned for 'shorting pin inoperable.' The ac connector, downstream occlusion sensor, and battery were replaced and the software was reinstalled. The device was calibrated and passed all functional and delivery tests. The device history was downloaded per the customer's request. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.